Event description:
Allegedly, a study from shnaekel et al. In 2020 (dissociation of acetabular polyethylene liners with a morse taper design) was reviewed and information is provided below: new-onset hip pain and squeaking. Revision with cemented polyethylene liner. Bmi: 35 time to revision: 103 months.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study from shnaekel et al. In 2020 (dissociation of acetabular polyethylene liners with a morse taper design) was reviewed and information is provided below: new-onset hip pain and squeaking. Revision with cemented polyethylene liner. Bmi: 35 time to revision: 103 months.

Manufacturer narrative:
Due to additional information received. It has been indicated the complaint does not allege deficiency in the product. Please void this report.